Event description:
It was reported that the patient experienced a hypoglycemic event overnight with a nadir of 55 mg/dL, remaining low for about 45 minutes, and treated it with approximately half a glass of orange juice and two glucose tablets, after which glucose returned to 97 mg/dL; the patient requested a nighttime target range adjustment and was transferred to the appropriate team, and the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia without reported associated manifestations. Outcomes included an event considered serious and requiring medication intervention. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and both the medical device problem and device component remained indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.